Event description:
It was reported to philips that the device displays an error - service required after a failed operational check. No further failure mode descriptions were provided by the customer. There was no reported patient involvement/adverse patient impact.